Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was to undergo a revision of her scs ipg and revise how the ipg sat in the pocket. Reportedly, the patient lost a significant amount of weight and the scs ipg needed to be repositioned inside the original pocket. Follow up identified during the procedure the physician decided to replace the patient's scs ipg and revised the pocket implanting the new ipg deeper. Postoperatively, the patient reported the ipg site felt better.